Event description:
Patient reported the buttons on the infusion device work intermittently. No physiological effects were reported, and he did not require treatment from a healthcare representative or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product. Result the softcomponents of the up button is lacerated. The damages did not influence the functions of the pump buttons. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.